Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited possible noise oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2013-(B)(6), 5071 x2 implantable pacing leads - 2013-(B)(6). (B)(4).